Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the procedure was being performed in the operating room. When the clinician removed the spring wire guide from the feed tube they found the tip of the wire was unraveled. As a result, it was not used and a new kit was used for the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that when the clinician removed the guide wire from the feed tube they found the tip of the wire was unraveled. This issue was confirmed. One guide wire and ask-04301-kr lid stock were returned. The guide wire was unraveled had numerous kinks and bends over the entire length of the body. Microscopic inspection determined that the core wire was broken adjacent to the proximal weld. Biological material was also observed near the j-tip. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The core wire length was confirmed to be consistent with the graphic. The outside diameter was measured at .796 mm, which also met specifications. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied du ring removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.